Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was not possible to confirm the reported failure. In conclusion, no problem was detected with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited error code e315 during setup for an unspecified procedure. There were no reports of patient involvement.